Event description:
It was reported that, "the torque wrench for xia 3 - while the doc was doing the final torquing the distal end sheared off. It was removed and did not effect the outcome of the surgery. "

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the received device has broken hexagonal tip. The breakage is occurred on the junction between hexagonal and cylindrical parts of inner shaft. Some machining lines are visible on the 8.5mm part of inner shaft but they are not very deep. Functional inspection: not applicable, the device is broken. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: at reception of the involved xia 3 torque wrench, the reported event was confirmed. Based on extended investigation conducted on this issue, nonconformance was initiated.

Event description:
It was reported that, "the torque wrench for xia 3 - while the doc was doing the final torquing the distal end sheared off. It was removed and did not effect the outcome of the surgery. "